Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively on an open procedure, the device's firing knob broke and component disengaged. There is no patient injury.